Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 295 mg/dl at the time of the incident. Current blood glucose was 295mg/dl. Customer states that insulin pump was stop giving insulin without warning and she will not know until her blood glucose was high. Yesterday at 1p blood glucose was 145 mg/dl and by 4p was 500 mg/dl. Customer then went to bolus and had an insulin flow block but other that alert none prior and 2 days before her blood glucose was high so she was going to bolus but the pump will not work and had black screen so she discontinue and tried to change battery hours later tried again and it worked. The customer was assisted with troubleshooting and declined for high blood glucose. Customer was not calling back to perform an hp test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Customer will not returned device for analysis.